Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen needle 32x4 5b ema experienced damaged or open unit packaging/sterility breach. The following information was provided by the initial reporter: I was using one of your needles this morning and it snapped I found it a little unsafe hope this helps.

Manufacturer narrative:
H.6. Investigation: two photos of a 32g x 4mm pen needle sample were returned from lot. No. 8135641, cat. No. 320497. Visual examination was carried out and it was observed that the hub and the cover were crushed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photo returned the seal was fully intact. The label position on the sealed parts are 100% inspected after the sealing process. Any damage to the extent shown would be rejected. As no sample was returned for analysis this cannot be confirmed to be manufacturing related.

Event description:
It was reported that an unspecified number of pen needle 32x4 5b ema experienced damaged or open unit packaging/sterility breach. The following information was provided by the initial reporter: I was using one of your needles this morning and it snapped I found it a little unsafe hope this helps.